Event description:
It was reported an alarm heard and confirmed by telemetry. The patient¿s low reservoir alarm date was (B)(6) at 2ml. The reporter wanted to know what recommendations were as the pump had been empty for so long. Troubleshooting options were discussed. Per the reporter the patient was being seen the day of the report by an hcp in (B)(6) but the hcp was not the patient¿s hcp yet. The hcp was still deciding if he was going to manage the patient's pump since the patient¿s mother had not been taking the patient to get the refills. The reporter stated the hcp did not know if the patient would be compliant and the reporter did not know who the managing physician used to be. The pump was used to deliver baclofen. Additional information later reported that per the hcp the patient was no longer an active patient of theirs. Additional information later reported the patient was going to see the other hcp as the patient had not had their baclofen pump refilled since (B)(6) 2013. The patient had apparently been in a nursing home and the patient¿s mother failed to take him back to (B)(6) for refills. The pump of course showed that he low reservoir alarm had occurred. The reporter did not know if the patient experienced withdrawal symptoms. The hcp simply interrogated the pump and then talked with the patient.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).